Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any, the phasix mesh may have caused or contributed to the patient's postoperative wound dehiscence and seroma. Seroma formation is a known inherent risk of any surgical procedure. As reported, the event is reported to be resolving and no further intervention was required. The instructions-for-use supplied with the device lists seroma and wound dehiscence as possible complications. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2020. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a wound dehiscence and seroma. On (B)(6) 2020 - the patient underwent onlay placement of a phasix mesh, the mesh was trimmed to 25 cm length and 8 cm width and was fixated using sutures with a 3 cm overlap in all directions. On (B)(6) 2020 - the patient experienced wound dehiscence without mesh being exposed. The adverse event (ae) was assessed by the clinician as mild in severity and no medical or surgical intervention was required. Per the clinician, the ae was possibly related to both the study device and the index procedure. On (B)(6) 2020 ¿ the patient presented with a 2 cm seroma. The adverse event (ae) was assessed by the clinician as mild in severity and no medical or surgical intervention was required. Per the clinician, the ae was definitely related to both the study device and index procedure. The wound dehiscence and seroma are assessed to be recovering/resolving.